Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "verified the device failed pm (volume test 18.8 ml)" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was undetermined however, the upper/lower valve, finger, holders & springs will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed preventative maintenance volume test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.